Event description:
It was reported that(4) devices were used during a lung volume reduction. It was reported by the affiliate that the ez45g instruments stapled only one side, but cut(with zr45g cartridges). A tct75 instrument was used to continue the case. There was no consequence to the pt.